Manufacturer narrative:
The customer contacted siemens instrument support. After analysis of the instrument data it was determined that the cause of the discordant, falsely high ft3 results on the immulite 2000 xpi is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely high free triiodothyronine (ft3) results on multiple patient samples were generated on the immulite 2000 xpi. The same patient samples were re-tested on another immulite platform and the same results were generated. The patient samples were also re-tested on an advia centaur and the results were lower than the results generated on the immulite 2000 xpi. It is unknown if any results were reported to the physician. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely high ft3 results.